Event description:
It was reported that the external pulse generator generated an error code and also that there was case damage. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of an error code for self-test failure but was able to confirm the customer comment of broken case. Analysis also found that the main printed circuit board, liquid crystal display and the lead flex cover were corroded, that the battery release and battery drawer were contaminated, that one side bail cover and the ring cover were broken and that one side bail cover and one side bail were missing. It was noted that the unit was being returned to the customer unrepaired. (B)(4).